Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited diaphragmatic oversensing one day post implant that could be reproduced with deep inspiration. An x-ray confirmed proper right ventricular (rv) lead insertion into the header. Surgical intervention was performed and the rv lead was explanted and replaced with a competitor¿s lead. No additional adverse patient effects were reported.